Event description:
Allergan aesthetics received a report of a patient who received coolsculpting and may have developed paradoxical adipose hyperplasia.

Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. A supplemental report will be submitted if and when additional information is obtained.

Manufacturer narrative:
Additional, changed, and/or corrected data: aware date.

Event description:
A coolsculpting treatment provider reported that a patient received coolsculpting treatment to the submental on (B)(6) 2020 using the pah on (B)(6) 2022 by medical doctor.

Event description:
A coolsculpting treatment provider reported that a patient received coolsculpting treatment to the submental on (B)(6) 2020 using the pah on 2022 by medical doctor.

Manufacturer narrative:
Corrected data: a6, b3, and d1.